Manufacturer narrative:
(B)(6). Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
It was reported during a demonstration of the product, the sale representative un-peeled the backing from the adhesive to stick it on himself. He noticed that where the aquacel contact layer should have been in contact with his skin, there was a piece of paper-like material with adhesive on that was over the top of the aquacel contact layer. This stayed in place when the dressing was removed. Photos depicting the reported complaint issue were provided by the complainant.

Manufacturer narrative:
A batch record review indicates no discrepancies. This issue will be monitored through the post market product monitoring review process. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted.

Event description:
To date no additional patient or event details has been received.